Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) level's in the 200's mg/dl range; current bg level was 246mg/dl. Correction boluses via the pump were delivered and manual injections were administered to address the bg levels. Tandem technical support speculated the root cause of the elevated bg levels to be due to the pump settings requiring adjustments as the customer's current pump settings were set up to reflect those from a non-tandem pump. A system check was performed and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss the pump settings.